Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". [Inspection of endoscope]. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function]. [When using the spray button]. Check that water flows over the entire endoscopic image when the spray button is fully pushed in (two-stage push) while covering the hole of the spray button with your finger. While covering the hole of the spray button with your finger, push the button all the way to the end (1-step push), and confirm that water spray is sprayed over the entire endoscopic image.". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the flex video scope angulation works but angulation control knob feels too loose. Inspection and testing of the returned device found foreign material clogging the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope. There was no delay in the start of precleaning. There was no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air; wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges; and flushed the air/water nozzle with the detergent solution. The subject device has been returned to an olympus repair center for evaluation and inspection. The customer's reported problem was able to be confirmed, the angulation control knob feels too loose, as the angle wires were stretched. The device evaluation also found that foreign material was clogging the nozzle due to insufficient cleaning and handling problems. It was also found that the objective lens and the light guide (lg) lens had peeling of adhesion and adhesion cloudiness. A scratch on the objective lens was also found. The evaluation found insufficient angle. In addition the objective lens was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface/object (handling issue). A rubber adhesion crack and adhesion cloudiness was found. In addition part of the insertion tube was caught and pinched,-the insertion tube had become deformed and had wrinkles and scratches. The switches had scratches and there were scratches found on the operation part side. A nozzle drain failure was found during the evaluation as well as scratches on the c cover. It was found that the universal cord had a wrinkle. And the fe lever was deformed. This investigation is ongoing, follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.